Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: anisomastia, ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with a 175cc mentor smooth round moderate profile saline breast prosthesis on the left and a 200cc mentor smooth round moderate profile saline breast prosthesis on the right, suffered left side deflation and bilateral undesirable appearances and ptosis post-operatively. As a result, the patient underwent bilateral mastopexy and removal and replacement with two 175cc mentor smooth round moderate profile saline breast prostheses on (B)(6) 2019. This medwatch form is for the right breast prosthesis.